Event description:
It was reported that this patient underwent a revision surgery, during which the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. This crt-d has not been received for analysis.